Manufacturer narrative:
Date of event was sometime in (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated intraperitoneally with ceftazidime and vancomycin for approximately three weeks (doses and frequencies not reported). The actions taken with pd therapy right after the event were unknown, but the patient was moved to hemodialysis approximately a month and had no issues. No additional information is available.